Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported by a user that they experienced hyperglycemia with the highest blood glucose level of 250 mg/dl lasting more than 90 minutes due to cartridge leakage from the ilet device. No medical intervention was required, and the event resolved when the user changed pumps.